Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a delamination total of the valve (adhesive failure). As per the investigation procedure, creases and particles were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, deflation. This record is for the left side. Device remains implanted.